Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer had low blood glucose of 42 mg/dl. The customer also reported the change sensor and calibration not accepted alert. Customer received a change sensor alert after a calibration not accepted. Customer treated high blood glucose with carbohydrates. The insulin pump will not be returned for analysis.